Manufacturer narrative:
E1: initial reporter city: (B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good.